Event description:
The customer reported a leak around the threads of the valve. The customer's note rec'd with the returned product stated that "lock was placed and began leaking blood". The event occurred in the emergency department. There was no report of patient harm or medical intervention. No further patient or event info was provided.

Manufacturer narrative:
(B)(4). The affected product has been rec'd and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.